Event description:
It was reported that a monitor cover on the uroskop omnia system came off the monitor when the customer put the unit into the park position. The weight of the monitor cover is approximately 400 grams. According to the information received from siemens local service, the cover is magnetic and is not permanently fixed to the monitor and can potentially fall on a patient. There are no injuries related to this event.

Manufacturer narrative:
The investigation of the reported event is ongoing. The cover was requested to be returned for further analysis. This report was submitted (B)(4) 2013.